Event description:
It was reported that during a lap hysterectomy, the handpiece responded with error 3 on bootup. They used electrosurgery to proceed with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount, and the nose cone cracked. The device no longer meets design specifications for continuity. It was tested and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and moisture ingress were found. Due to this condition, it may cause an error code 3 to occur on the generator. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.